Event description:
It was reported that the insulin pump was shutting off unexpectedly and kept alarming battery out limit and failed battery test alarms. The blood glucose reading was between 148 and 180 mg/dl. The customer stated that for the last month and a half, the insulin pump would shut off during a normal basal delivery and then turn back on. The failed battery test and battery out limit alarms would come up thereafter. He stated that he did not have the insulin pump available for troubleshooting at the time of the call. He was advised to call back when he had the device in order to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.